Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device has not properly provided e4 occlusion errors since (B)(6) 2012. Her blood glucose often elevates to 20 mmol/l (360 mg/dl), and her normal blood glucose is around 10 mmol/l (180 mg/dl). Her blood glucose elevated to 30 mmol/l (540 mg/dl) on the day prior to the report, and she felt tired. She contacted her internist, and he recommended she call to check the functioning of the infusion device. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.